Event description:
It was reported the needle deployed early, indicating a failure of the needle mechanism. The patient's blood glucose levels were unaffected, and the pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received undeployed. The needle could not deploy early if it did not deploy. The data presented an 0x5c alarm, timeouts, and a drive stall. The device was reset and rerun. The rerun data presented no anomalies. No issues were observed to the device that would be capable of causing the observed timeouts and drive stall. The cause of this event could not be determined.